Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, and the issue did not recur. Customer was advised to continue using the pump and contact technical support if any malfunction code recurs.